Event description:
The customer reported that when it was being cleaned the whole brush end came off from the inside of the unit at the beginning end involving an olympus colonovideoscope. The customer did not suspect any probable cause of the whole brush end that came off. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.